Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labeling review was not performed because labeling could not have prevented the reported failure. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patients davol 3 spring model hemovac was not primed when writer was about to empty it at 1800. Patient stated it was "smaller" only an hour or so previous. Writer tried to reprime several times and device kept inflating. Writer removed the tape from the connection between the tubing and the device and made sure connection was secure. Attempted to insert more, however unable to do so. Insertion site dressing was also secure. Edema noted around pt dressing to the back and insertion site of the hemovac. Both dressings dry and intact. Md came to assess. Removed the tape from the connection of both tubes (small one from the back to the larger one that goes into the device). Md noticed a rip in the tubing at the connection tubing. Device and large tubbing replaced. No blood noted to be going into the tubing when primed at that time.